Event description:
The pt's mother reported that the pt experienced elevated blood glucose of up to 560 mg/dl. The cartridge compartment of the infusion device was wet with insulin. The pt's mother administered 15 units of insulin to the pt via pen. The pt switched to the backup infusion device. The pt's normal blood glucose level is 100 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.